Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the navigation button was not working. The device could not go into service mode. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) provided the customer with the part numbers and prices of the replacement switch printed circuit board assembly (pcba) and front bezel for repair. Per initial good faith effort (gfe) response, the issue was found during planned maintenance, and upon attempting to replace the switch, the customer found that the ribbon was disconnected. The investigation is ongoing.

Manufacturer narrative:
Information was received that the problem repeatedly occurred; a setting change screen was not entered when the failure occurred, and the jumping value did not accept and change therapy without pressing a button. It is unknown whether the touchscreen allowed the user to change, accept, or cancel the value, and it is unknown whether the ventilator output/delivered therapy changed without any user input; however, there was no issue reported by the user regarding the touchscreen or ventilator output/delivered therapy. The issue was resolved by reconnecting the ribbon cable that was disconnected. The old switch was tested by reinserting the ribbon cable back onto the switch pcba. The switch pcba was replaced as a precaution. The device passed the required performance verification tests per philips standard and was returned to service.